Event description:
PICC line severed at hub when removed. Found line on floor after x-ray taken & not in pt. Believe pt may have pulled out. Wonder if PICC should have been able to be pulled apart in this matter.